Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information regarding product return were unsuccessful. At this time, the product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. There was a problem with the screw. Additional information received indicates that there was an issue with the helix. The rv lead was explanted and was out of service. No additional adverse patient effects were reported.